Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown. Customer stated that the insulin pump has cracks on screen and portion of screen completely not functional. Customer stated that the numerous buttons were soft and unresponsive requiring multiple attempts to get buttons to work properly. The device will not be returned for analysis.